Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmissions revealed high ventricular rate episodes caused by over-sensed noise exhibited by the right ventricular lead. The were no interventions or patient symptoms reported.